Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chip of the light guide [fiber] bundle in the distal end and there is impact of contacting. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the reported event "no image/black image" is caused by a failure on the contacts of the universal cable. And with the "chip of the light guide bundle is caused by a component failure of the contacts of the distal end of the video telescope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a black image and cannot be displayed. This issue happened during set up / inspection for use for a therapeutic procedure. There were no reports of patient harm.